Event description:
Caller reported a cgm error but there was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a pump reset, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.